Event description:
Hosp personnel attended to a pt in a code situation. During resuscitation therapy reportedly the strip chart recorder would not function. A telemetry monitor was then utilized to attain a chart recording and therapy was continued. The pt was revived.